Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the externalized conductors were noted on the patient¿s lead sometime in 2017. On (B)(6) 2019, the patient presented remotely via merlin.net transmission. Upon review, the patient¿s lead exhibited high amplitude lead noise. The possibility of a lead revision was discussed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicates that the patient¿s high voltage therapies were programmed off. The patient¿s lead was then capped and replaced on (B)(6) 2019. The patient was stable throughout.